Event description:
CPAP device leaks oxygen from an open spring inside of the case. Oxygen free-flows which is critical when using the device on scene from a "d" cylinder because oxygen supply is depleted in the time span of a few minutes.